Manufacturer narrative:
B5: describe event or problem updated.

Event description:
It was reported that shaft break occurred. The patient underwent angiogram of the target lesion located in the non-tortuous mid to distal right coronary artery. A 5.00 x 32mm synergy megatron was advanced and deployed for treatment. However, during withdrawal, the hypotube broke just proximal to the balloon and remained inside the patient. A new stent was placed to pin the balloon fragment onto another stent to avoid migration. No patient complications were reported. It was further reported that the device deflation period before removal was underdetermined but it was fully deflated with no visible contrast on fluoro.

Event description:
It was reported that shaft break occurred. The patient underwent angiogram of the target lesion located in the non-tortuous mid to distal right coronary artery. A 5.00 x 32mm synergy megatron was advanced and deployed for treatment. However, during withdrawal, the hypotube broke just proximal to the balloon and remained inside the patient. A new stent was placed to pin the balloon fragment onto another stent to avoid migration. No patient complications were reported.